Event description:
The customer reported that they noticed that the smartsite had a hole in the "septum" following use. This lead to blood pouring from the device. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.